Event description:
Intuvie received a report that an IV set from lot 2412066 was leaking beneath the drip chamber during use. No adverse event or patient injury was reported in association with this complaint.

Manufacturer narrative:
A review of complaint history for lot 2412066 identified another complaint associated with the same reported failure mode. Intuvie received 16 sets from this lot on march 6, 2026 for evaluation. At the time of this report, testing of the returned samples is currently underway. Refer to the associated complaint record (B)(4) for additional details related to this event and the manufacturer¿s evaluation.